Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up with battery power. When powered on with ac power, it displayed "defib fault 72", defib disabled", "pacer disabled" and "defib fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty transistor on the hv module.